Manufacturer narrative:
The investigation found the service actions resolved the issue. The field service engineer found the gear pump old, valves were clogged, the bath window, heat cut filter, lamp, cuvettes, valve bank, ultra-sonic mixer, and the ball bearings on the backside of the syringe needed to be replaced. The field service engineer replaced the parts and performed a general cleaning and maintenance of the instrument.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas 6000 c501 module. The initial result was 243 mg/dl and was reported outside of the laboratory. The doctor called about a test and they rechecked the glucose on the other analyzer, and the result was 97 mg/dl. The reagent lot number was 47163501 with an expiration date of 30-jun-2021.